Event description:
It was reported that the lead warning triggered, and the right ventricular (rv) lead exhibited high thresholds with a loss of capture and low impedances. Additionally, the patient experienced pocket stimulation when the lead was programmed to high outputs. The lead will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4524 lead, implanted: (B)(6) 1999. (B)(4).